Event description:
The patient stated she is doubting the delivery of insulin through her infusion tubing. She believes the tubing is not delivering insulin accurately because her blood glucose has been as high as 310 mg/dl. She stated she is very brittle and her normal blood glucose readings are around 120 mg/dl and no higher than 150 mg/dl. The only symptom of high blood glucose was thirst. The patient stated she is only bolusing .5 units of insulin to fill the cannula instead of the 1 unit that is required. She stated she believes the tubing is not delivering her basal rates because it takes twice as long to prime the infusion tubing compared to her previous brand of infusion set. She also stated she has to bolus 2 units of insulin through the tubing in order to see the insulin "bubble or gather on the end." The patient was educated on the depth of the infusion set cannula and its affects on blood glucose and she was advised to bolus one unit of insulin after inserting a new infusion site. To troubleshoot the patient was sent a new box of infusion sets within 10mm cannula as opposed to the 8mm cannula. Upon follow up the patient stated the infusion sets are still not delivering her basal rate correctly and she switched to her prior brand of infusion sets and her blood glucose has returned to normal. The patient did not report assistance by a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.